Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2022 with blood glucose of 26 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. It was unknown that how the customer was treated low blood glucose value. The customer declined troubleshooting. The customer was not using the auto mode. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.